Manufacturer narrative:
The hill-rom technician found the brake casters needed to be replaced. Per the hill-rom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure a long, operative life for the totalcare® bariatric bed and totalcare® bariatric plus therapy system. Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in november 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).